Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01123. Follow-up revealed the patient's ipg was explanted and replaced due to the pocket heating issue that was initially reported, along with the ipg allegedly reaching end-of-life. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3716, scs ipg, therapy/implant date: (B)(6) 2006. The investigation for CAPA 118058 associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01123. It was reported the patient had been experiencing uncomfortable heating at their pocket site while recharging their ipg. The patient was able to address the issue with a replacement/different model charging system.